Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having issues with there infusion set. The customer¿s blood glucose level was 503mg/dl at the time of incident. The customer declined to trouble shoot for high blood glucose. The customer states they did click the set correctly and did not feel normal and fell asleep and when they woke up they had high blood glucose. The customer set will be replaced.